Event description:
Physio-control evaluated the device and observed an intermittent operation of the on button. There was no pt use associated with the reported event.

Manufacturer narrative:
(B) (4). Physio-control replaced the main control keypad assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed main keypad assembly at the failure analysis center and determined the root cause of malfunction to be a misalignment between the on button clear plastic and the switch domes. In addition, the keypad pressure points did not land on top of the switch domes and the button left side required more pressure to activate.